Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to have a dislodged knife return spring from its original position at the proximal end. As a result of the dislodged spring, the blade did not retract back and appeared exposed inside the jaws. This caused initialization failure. Additionally, the instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the logs verified nine homing failures with error code "22026". The other logs displayed no failure errors. The instrument was unused and had all its lives. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the recognition issue is due to a dislodged grip return spring which is attributed to a manufacturing issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, vessel sealer extend (vse) instrument had recognition issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The vessel sealer extend instrument was further reviewed by intuitive surgical, inc. (Isi) manufacturing engineering, the knife return spring can get dislodged during assembly due to operator error. The self-test failure is attributed to the dislodged knife return spring, and not the grip return spring. The dislodged spring will prevent the full extension and retraction of the blade during self-test, causing the instrument to fail self-test.

Event description:
Refer to h11 for follow-up information.